Manufacturer narrative:
The account found that the foot tray was cracked when the lift was inspected. In the service manual for the sabina ii, one of the check points states: foot tray: inspect plastic foot tray cover for cracks and secure fit on metal frame. Verify that the foot frame sits securely on base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the foot tray cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot tray was cracked. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).